Event description:
A customer reported receiving high readings on their freestyle mini meter. The customer believed that the unit of measurement was incorrect. There was no report of death, serious injury or mistreatment. The customer's meter was returned and testing confirmed the memory overwrite malfunction on 11 jan 07.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the fa16may2006 letter.